Event description:
(B)(4). On (B)(6) 2006, I received the essure tubal implants at first things seemed fine. Several months later I begin developing the following symptoms: a sharp, nagging pain my lower abdomen. An allergy to tape and a sensitivity to dairy. Body rash andamp; "breakouts" (never had them before). Chronic itch - I feel like I am having an allergic reaction, my skin itches constantly. Kidney issues and chronic uti, chronic yeast infections and bv, intermittent left leg numbness, degenerative joints and bone loss, chronic back issues, chronic hip and knee issues, chronic inflammation in the abdomen, rapid weight gain, anxiety, ptsd, heavy, clotting periods that last days, pain during intercourse, vulval inflammation, constant watery discharge, bleeding after sex, bleeding (full on bright red w/ clots) between periods, breast pain (and non-cancerous lumps, resulting in surgery to remove lumps), ibs like symptoms, rapid emptying, mood swings, diminished brain function. Chronic headache andamp; migrane.